Event description:
It was reported the pt's recharge burden had increased. Shortly after, the ipg would no longer communicate with the charging system or pt programmer. An add'l charging system and pt programmer were tried to no avail. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.